Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed a critical pump error. The customer¿s blood glucose level was 105 mg/dl at the time of the incident. The customer reported that prior to the critical pump error alarm they first received a motor error alarm before getting on an airplane. The device had made the customer rewind it. The customer got in the ocean. When they came out, the device was flashing a critical pump error alarm. The customer reported scratches on the side of the device. The cracks were along the battery casing. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test or cofirm critical pump error or motor error alarms due to blank display. Unable to confirm damage battery cap due to unit was received without original battery cap.unit also received with severly scratched lcd window, cracked keypad at select button, cracked case(battery tube), cracked case, cracked retainer and scratched case.